Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device, and the updated event and device information. Two cylinders were received for evaluation. The exhaust tube of cylinder 2 was detached with suture to allow for testing. Examination and testing of the returned components revealed no functional abnormalities. The information received indicated a malfunction and infection. Because no functional abnormalities were noted with the returned components, the mechanical complaint could not be confirmed as reported. Because examination of the returned components may not conclusively confirm or disprove the report of infection the physician's observations of such are accepted. The review of the device lot history records indicates this lot passed sterility testing prior to being released. The device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional information received from the operative report indicated this was a removal and replacement of a non-functioning penile prosthesis. A "whitish material" was noted in all the tubes, so the physician removed both cylinders. The physician noted an infection (but later stated there was no yeast-like infection). The reservoir remained implanted but the tube was tied off and a new reservoir was implanted on the left side.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a dark fluid filled system was reported. The device was explanted and replaced.